Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled adhesive and image issue could not be determined. It is possible that the events were caused by stress of repeated use, external factors, or handling of the device. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. (See figure 3.20) adjust the brightness level as appropriate. Take off the 3d glasses and confirm that the right-eye and left-eye images are displayed the same. Put on the 3d glasses again. Close the right-eye and left-eye alternately while observing the 3d endoscopic image to confirm that there are no differences in color and brightness between the right-eye and left-eye images. Touch the target object using a hand instrument while observing the 3d endoscopic image to confirm that a sense of depth is normal. Confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. Move the joystick slowly in each direction until it stops. Confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the finding in b5, the inspection also found the following: due to a pinhole on bending section cover, water tightness was lost. The adhesive on the bending section cover had a chip. The video connector case had a scratch and a crack. The video connector had a scratch and a crack. The control unit had a scratch. The grip had a scratch. Switch 1 had a scratch. The light guide connector had a scratch. The light guide cover glass had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The endoeye flex 3d deflectable videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the adhesive part of the objective lens had come off. The noise was generated due to damage to the imaging unit, and no image was produced. The noise was generated due to scratches on the electrical contacts of the video connector, and no image is displayed. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.